Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. The customer reverted to an alternate method of insulin therapy. Despite troubleshooting the issue persisted and customer reverted to an alternate method of insulin therapy.